Event description:
An electrohydraulic lithotripsy procedure was being done to treat a ureter stone. A lithotripsy probe fired a few times, but ceased to operate after that. Another probe was tried with the same results. The ureteral stone was pushed up into the kidney. In this position, it is, apparently, asymptomatic. User facility has not advised whether add'l surgical procedures were necessary.